Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the hand switch stopped working. No further information available, unknown if patient present

Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and replaced handswitch, system checkout passed, system functioning as indented. B01,c07,d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000194. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the hand switch was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint, "hand switch not functioning." Visual inspection passed. Installed hand switch into test system. System booted and readied. When actuated, the 2d and 3d buttons would not acquire images. The store button functioned as expected when pressed. Faulty hand switch. MDR codes: b01, c07, d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: (B)(6). Rev. E, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.